Event description:
During review of programming history, it was noted that a faulted diagnostic test occurred that altered device settings. No adverse events have been reported as a result of this. The off time was not corrected to efficacious settings at the appointment.

Manufacturer narrative:
Analysis of programming history.